Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data for the atrial lead did not show any peculiarities. The electrical parameters were all in range. X-ray images were not provided for an assessment of the lead position. Should additional information become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that approx. 19 months after the implantation, this atrial lead dislodged. At the same time the right ventricular lead showed elevated threshold values. Biotronik has no information about a possible revision.